Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned device confirms that the impactor pad is fractured, and all pieces were not returned. The device also exhibits wear consistent with usage. The features of this fracture surface and mode align with those reported in zrm_wa_0507_19 rev. 2. Summary of failure analysis of knee impactor fractures and the analysis determined that the fracture in the impactor pad is consistent with overload fracture. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an impactor pad fractured. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.